Event description:
It was reported that overfill occurred with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "upon data analysis and review, product for two lots was found to have draw volumes greater than the upper spec limit of 5.5ml. Lot 9095649: 1 failure of 30 tested. Product is required to meet 99% reliability with 95% confidence against the usl, but a statistical analysis shows that this lot is unlikely to be meeting that requirement. Ppk requirement is = 1.02 for a sample size of 30. This lot has a ppk of 0.50 product was exposed to a double dose of sterilization. Min dose: 16.2kgy. Max dose: 29.0kgy. Lot 9095650: 0 failures of 30 tested. However, product is required to meet 99% reliability with 95% confidence against the usl, but a statistical analysis shows that this lot is unlikely to be meeting that requirement. Ppk requirement is = 1.02 for a sample size of 30. This lot has a ppk of 0.71 product was exposed to a double dose of sterilization. Min dose: 16.4kgy. Max dose: 23.4kgy". 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095649. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. Medical device lot #: 9095650. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "upon data analysis and review, product for two lots was found to have draw volumes greater than the upper spec limit of 5.5ml. Lot 9095649: 1 failure of 30 tested. Product is required to meet 99% reliability with 95% confidence against the usl, but a statistical analysis shows that this lot is unlikely to be meeting that requirement. Ppk requirement is = 1.02 for a sample size of 30. This lot has a ppk of 0.50. Product was exposed to a double dose of sterilization. Min dose: 16.2kgy. Max dose: 29.0kgy. Lot 9095650: 0 failures of 30 tested. However, product is required to meet 99% reliability with 95% confidence against the usl, but a statistical analysis shows that this lot is unlikely to be meeting that requirement. Ppk requirement is = 1.02 for a sample size of 30. This lot has a ppk of 0.71. Product was exposed to a double dose of sterilization. Min dose: 16.4kgy. Max dose: 23.4kgy". 2 occurrences were reported.